Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the implantable cardioverter defibrillator was found to be in the back up mode. The device was in backup mode as magnetic resonance imaging (MRI) was performed earlier without setting the device to MRI mode. The device was restored after making programming changes. Patient was stable.